Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer was advised the possible causes of no delivery alarms. Customer still requested for insulin pump replacement. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further information provided.